Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Presumed discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated they received a positive result but based off of the description of the test strip, the actual result may have been negative. The consumer later received a positive result by molecular (pcr testing). The information was received through an online customer review and additional clarifying information could not be obtained.